Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. Opening the pod did not cause the formed needle to retract. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were observed on the formed needle and slide retract indicating that the formed needle was incorrectly installed into the slide retract. The incorrect installation resulted in the formed needle becoming unseated during deployment, preventing the formed needle from retracting after deployment. The distal tip of the soft cannula was observed to be damaged. It could not be determined when this damage occurred. No issues were found with fluid flowing through the soft cannula though the distal tip was damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.